Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed, de novo lesion in the mid left anterior descending (mlad) artery. A 2.00x15mm traveler balloon dilatation catheter (bdc) was advanced for pre-dilatation without issue, inflated one time to 8 atmospheres (atm) and held for 10 seconds when the balloon ruptured. The bdc was removed. There was no adverse patient effect and no clinically significant delay in the procedure. A 2.00x12mm traveler bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.